Event description:
The patient sent a letter announcing he had an important infection and urinary retention after implant of two male remeex systems. Actual situation is that he is now incontinent after system explantation.

Manufacturer narrative:
Sent letter to patient to ask for the device to be analyzed at manufacturing facility.